Manufacturer narrative:
H3 product analysis: evaluation could not confirm the reported malfunction. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-avs14, serial/lot #: (B)(6) ubd: , UDI#: (B)(4) ; product ID: mr8-ava14, serial/lot #: (B)(6) ubd: , UDI#: (B)(4) ; product ID: mr8-avs14, serial/lot #: (B)(6) ubd: , UDI#: (B)(4) ; product ID: mr8-ava14, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during l3-l5 posterior decompression and fusion procedure, drill was glowing, could smell smoke and visibly see smoke coming from drill. It was reported that there was no injury to the patient due to the event and the procedure was extended for five minutes. The drill was wrapped in wet laps and removed from the room and the procedure was completed with backup products. Addtional information received from facility stated that the replacement drill also exhibiting overheating issues and required multiple burrs to complete the procedure.